Manufacturer narrative:
Ages/date(s) of birth: range: 40-95 yrs. Gender(s)sex(es): (male/female): 68/29. Date of event: unknown, not provided. Catalog#: a complete catalog number is unknown as serial numbers were not provided. Expiration date: unknown, as serial numbers were not provided. Serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as the devices were not explanted. Initial reporter's phone number: unknown, not provided. Device manufacture date: unknown, as serial numbers were not provided (B)(4). Device evaluation: product testing could not be performed as the products were not returned. The reported events could not be verified. Manufacturing record review: a review of the records could not be performed as the product serial numbers were not provided. A search of complaints related to serial numbers cannot be performed since the serial numbers are unknown. Conclusion: no samples were returned, and serial numbers are unknown an investigation could not be performed, and no malfunction is confirmed. Citation: yamane, s., md, sato, s., md, maruyama-inoue, m., md, kadonosono, k., md, (2017). Flanged intrascleral intraocular lens fixation with double-needle technique, ophthalmology, 124(8), pp.1136-1142. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: flanged intrascleral intraocular lens fixation with double-needle technique. Although the direction for use (dfu) for the intraocular lens (iol), model za9003 specify that the lens is intended for intracapsular implantation; however, the article reported that 32 out 100 lenses implanted using scleral suture fixation were included in the study. Although, there is not an indication of which iol brand/model was involved with the described study complications. There were reported 10 early complications (5 vitreous hemorrhage, 2 hypotony, 2 iop elevation and 1 corneal edema) and 10 late complications (8 iris capture of the iol, 1 cystoid macular edema and 1 iop elevation).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.